Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual evaluation, no problem was found with the device. Upon functional testing, it was noted that the device functioned as required.

Event description:
It was reported that the device stuck while cutting and does not move back. There was no harm for patient, operator or third party reported. No further information received.